Event description:
It was reported, pharmacist at the hospital reported that during the implantation of a shoulder implant, the cement became hard in less than 3 mins (instead of 15 mins). "The surgeon had to start the surgery again."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.